Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel globules or erroneous results as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Upon review of the complaint information, it was determined a clinical investigation was not required as the customer reported erroneous results were a direct results of the gel globules in the serum blocking the instrument probe. Additionally, no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint is unable to be confirmed for the indicated failure modes gel globules and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were separation gel globules in the serum blocking the analyzer probe and, in some cases, causing unspecified erroneous results. The issue occurred on an unspecified number of devices. No adverse impact was reported regarding the patient or user.